Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the system failure by replacing the pneumatic module assembly (0997-00-1178) and recalibrating the 30 psi transducers. The fse also replaced the ac power cord reel (0012-00-1688-21) which was damaged due to customer abuse. The ground prong was broken. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of a system failure on bootup due to a code 124. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause is component reliability. Based on the evaluation results provided by the fse, the ac power cord failure occurred due to physical damage caused by the customer. The issue was resolved by replacing the ac power cord reel. The part is not available for return. Therefore, no evaluation can be performed. The most probable root cause is user error.

Event description:
It was reported by customer that prior to use, when the cardiosave intra-aortic balloon pump (iabp) was powered on, a system failure occurred. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d8, d9, d10, e1(event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 corrected field - h6(medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the system failure by replacing the pneumatic module assembly (0997-00-1178) and recalibrating the 30 psi transducers. The fse also replaced the ac power cord reel (0012-00-1688-21) which was damaged due to customer abuse. The ground prong was broken. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had system failure. There was no harm or injury reported